Event description:
A report was received that the patient¿s battery has exhausted. The patient underwent a revision procedure.

Event description:
A report was received that the patient¿s battery has exhausted. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient will not undergo an ipg replacement procedure.